Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the knife blade was difficult to retract. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle (serial#: unknown) unk-sigadapt, unknown signia egia adapter (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic gastric bypass, stapling of the mesentery, reload retraction was unusually slow. Once retracted, the reload would not be unarticulated. The surgeon had to remove the trocar and pull the unarticulated reload out of the patient. A manual retraction tool was used to unarticulated and remove trocar from reload. With reload still attached to the adaptor, the adaptor was removed from the power handle. When put back onto the power handle, the still straight reload articulated during adaptor calibration, then indicating to remove reload, but reload could not be removed because it was articulated. The retraction tool was used again to straighten it. The reload was then removed from the adaptor. The adaptor was reassembled to the powered stapler and calibrated correctly. However, this defect reload would not assemble. Back onto the adaptor. For testing, another used reload was successfully placed on the adaptor without problem. Lastly, this defective reload was again placed onto the adaptor successfully without problem. There was no patient injury.